Event description:
It was reported by the hospital nursing personnel that they had experienced an issue with the 12.5 inch q2 t-extension set model 95710. They alleged several instances in the previous week where the ports had not appeared to deliver the medication correctly., particularly with their insulin and glucose infusions. It was reported that as a result, they either had to switch to a new port or use a new device completely. The nursing staff had to monitor one patient's glucose until it returned to normal as a result opf one incidence. No additional information is available as the hospital staff discarded the packaging containing the lot information. The staff commented that because they run radioactive isotopes through the tubing lines., that the actual device samples could not be returned for evaluation.

Manufacturer narrative:
(B)(4). Quest medical inc. Has limited infor related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.